Manufacturer narrative:
The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture.

Event description:
Patient reported a left side "capsular contracture baker grade iii, one side is more tight and harder side unknown, shortness of breath, asthma, high blood pressure (174 over 130), joint pain , pins and needle sensation all over their body, felt like they were 90 years old, chronic fatigue, hair loss, weight gain (they had gained 40-60 lbs), periods were not normal, skin would break out, skin dryness, arms fell asleep while they were sleeping, and would not get good sleep." Device has been explanted.

Manufacturer narrative:
Allergan did not submit this MDR within 30 days of becoming aware. Recent stimulated reporting related to 2011068-7/2/19-001-r has increased complaint and MDR volume. Allergan is implementing a plan to address the increased volumes. Photo evaluation: visual analysis of the photographs identified: red particles on the surface shell and deformation. Device analysis performed through photographs, due to the impossibility to perform a further analysis it is not possible to determine the cause of the event.

Event description:
Patient reported left side "one side is more tight and harder side unknown, shortness of breath, asthma, high blood pressure (174 over 130), joint pain , pins and needle sensation all over their body, felt like they were 90 years old, chronic fatigue, hair loss, weight gain (they had gained 40-60 lbs), periods were not normal, skin would break out, skin dryness, arms fell asleep while they were sleeping, and would not get good sleep"; these events are unrelated to the device.